Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed that the sheath was detached, the imaging core had a broken drive shaft starting 27.5 cm from the distal end of the connector shaft, and the imaging window was twisted. Impedance testing showed an electrical open at the proximal end of the catheter. Based on the evidence, the as reported code of image lost is confirmed. The broken drive shaft, open circuit, twisted imaging window, and detached sheath could have contributed to the device malfunction during the procedure.

Event description:
Reportable based on device analysis completed on 23 aug 2024. It was reported that visualization issues occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. The opticross hd imaging catheter was advanced for an ultrasound examination of the target lesion, but no image appeared. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the imaging window was twisted and the sheath was detached.